Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date, a pfna blade would not lock. It had to be removed from the patient. No further information is available at this time. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation shows no obvious damage and also the function are ok. The pfna blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We can only assume that either the blade was not correctly connected the instrument, possibly by a damage at the instrument or that the locking technique was not carried out correctly. No product fault could be detected.